Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump was exposed to moisture due to customer jumping into swimming pool while still connected to insulin pump. Customer reported that as a result, insulin pump received a button error alarm and all buttons were not responding. Customer reported that blood glucose dropped to 43 mg/dl and was in a coma for 12 hours/ customer's blood glucose was 100 mg/dl. Customer recovered at the hotel and was not taken to the hospital. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error alarm during basic occlusion test due to faulty force sensor resistor. The insulin pump was also received with corroded electronic assemblies and corroded motor home switch also had intermittent button response due to corroded keypad traces. No button error alarms noted. The operating currents are within specifications and passed self-test, a21 error test, rewind and displacement test. Unable to perform excessive no delivery test or occlusion test due to prime anomaly. The insulin pump had cracked case at the display window corners, cracked reservoir tube, cracked battery tube threads and minor scratches on the lcd window.